Manufacturer narrative:
No product was returned for analysis. Based on the review of the issue impact assessment (iia) document ((B)(4)), approved on 30-may-2019, the severity/risk of this observation exceeds the reportability threshold. Reporting as a malfunction because the product event has not led to serious injury, however based on the iia, when an incorrect size valve (too big) is implanted there is a potential for deformation or subvalvular obstruction which could lead to regurgitation and/or stenosis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a 27mm valve jar was opened for the procedure. During implantation the valve was found to be a 29mm valve and was successfully implanted. There were no adverse patient effects reported.